Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and hospitalisation ('hospitalization') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pituitary cyst, pituitary tumour, depression, brain operation, acute sinusitis, pharyngitis, sneezing, tonsillectomy, septoplasty, cholecystectomy, vertigo and loop electrosurgical excision procedure. Type of test: hysterosalpingogram (hsg). Previously administered products included for an unreported indication: yaz. Concurrent conditions included postprandial pain, pericardial effusion, headache, numbness of upper extremities, neck pain, cervical disc degeneration, swollen glands, sore throat, facial pain, facial swelling, tinnitus, chest pain and migraine. In (B)(6) 2005, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with alprazolam (xanax), amoxicillin sodium;clavulanate potassium (augmentin), desmopressin, diphenhydramine hydrochloride, escitalopram oxalate (lexapro), eszopiclone (lunesta), hydrocodone bitartrate; paracetamol (norco) and surgery (remove one or more of the essure coils.). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and hospitalisation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, hospitalisation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not provided. Magnetic resonance imaging neck - on (B)(6) 2006: conclusion: minimal degenerative disk changes in the mid cervical spine without significant stenosis. Ultrasound abdomen - on (B)(6) 2006: conclusion: 1) contracted gallbladder with internal echogenic foci most suspicious for cholelithiasis. No biliary ductal dilatation detected. 2) small pericardial effusion noted; on (B)(6) 2007: conclusion: non-visualization of the gallbladder consistent with known cholecystectomy; small amount of pericardial. Effusion; otherwise unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Event " hospitalization" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and hospitalisation ('hospitalization') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included pituitary cyst, pituitary tumour, depression, brain operation, acute sinusitis, pharyngitis, sneezing, tonsillectomy, septoplasty, cholecystectomy, vertigo and loop electrosurgical excision procedure. Type of test: hysterosalpingogram (hsg). Previously administered products included for an unreported indication: yaz. Concurrent conditions included postprandial pain, pericardial effusion, headache, numbness of upper extremities, neck pain, cervical disc degeneration, swollen glands, sore throat, facial pain, facial swelling, tinnitus, chest pain and migraine. In (B)(6) 2005, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with alprazolam (xanax), amoxicillin sodium; clavulanate potassium (augmentin), desmopressin, diphenhydramine hydrochloride, escitalopram oxalate (lexapro), eszopiclone (lunesta), hydrocodone bitartrate;paracetamol (norco) and surgery (remove one or more of the essure coils.). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and hospitalisation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, hospitalisation, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2005 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results not provided. Magnetic resonance imaging neck on (B)(6) 2006: conclusion: minimal degenerative disk changes in the mid cervical spine without significant stenosis. Ultrasound abdomen on (B)(6) 2006: conclusion: 1) contracted gallbladder with internal echogenic foci most suspicious for cholelithiasis. No biliary ductal dilatation detected. 2) small pericardial effusion noted.; on (B)(6) 2007: conclusion: non-visualization of the gallbladder consistent with known cholecystectomy; small amount of pericardial effusion; otherwise unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pituitary cyst, pituitary tumour, depression, brain operation, acute sinusitis, pharyngitis, sneezing, tonsillectomy, septoplasty, cholecystectomy, vertigo and loop electrosurgical excision procedure. Type of test: hysterosalpingogram (hsg). Concurrent conditions included postprandial pain, pericardial effusion, headache, numbness of upper extremities, neck pain, degenerative disc disease, swollen glands, sore throat, facial pain, facial swelling, tinnitus, chest pain and migraine. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with alprazolam (xanax), amoxicillin sodium;clavulanate potassium (augmentin), desmopressin, diphenhydramine hydrochloride, escitalopram oxalate (lexapro), eszopiclone (lunesta), hydrocodone bitartrate;paracetamol (norco) and surgery (remove one or more of the essure coils.). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2005 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not provided.. Nuclear magnetic resonance imaging neck - on (B)(6) 2006: conclusion: minimal degenerative disk changes in the mid cervical spine without significant stenosis. Ultrasound abdomen - on (B)(6) 2006: conclusion: 1) contracted gallbladder with internal echogenic foci most suspicious for cholelithiasis. No biliary ductal dilatation detected. 2) small pericardial effusion noted.; on (B)(6) 2007: conclusion: non-visualization of the gallbladder consistent with known cholecystectomy; small amount of pericardial effusion; otherwise unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received - new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) were added. New reporters, patient information, medical history, lab data, concomitant and treatment medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pituitary cyst, pituitary tumour, depression, brain operation, acute sinusitis, pharyngitis, sneezing, tonsillectomy, septoplasty, cholecystectomy, vertigo and loop electrosurgical excision procedure. Type of test: hysterosalpingogram (hsg). Previously administered products included for an unreported indication: yaz. Concurrent conditions included postprandial pain, pericardial effusion, headache, numbness of upper extremities, neck pain, cervical disc degeneration, swollen glands, sore throat, facial pain, facial swelling, tinnitus, chest pain and migraine. On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with alprazolam (xanax), amoxicillin sodium;clavulanate potassium (augmentin), desmopressin, diphenhydramine hydrochloride, escitalopram oxalate (lexapro), eszopiclone (lunesta), hydrocodone bitartrate;paracetamol (norco) and surgery (remove one or more of the essure coils.). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion: on (B)(6) 2005 and on (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results not provided. Magnetic resonance imaging neck: on (B)(6) 2006: conclusion: minimal degenerative disk changes in the mid cervical spine without significant stenosis. Ultrasound abdomen: on (B)(6) 2006: conclusion: 1) contracted gallbladder with internal echogenic foci most suspicious for cholelithiasis. No biliary ductal dilatation detected. 2) small pericardial effusion noted.; on (B)(6) 2007: conclusion: non-visualization of the gallbladder consistent with known cholecystectomy; small amount of pericardial. Effusion; otherwise unremarkable abdominal ultrasound. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs received- new event she did not undergo essure confirmation test was added. Onset date of the event vaginal haemorrhage and menorrhagia was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pituitary cyst, pituitary tumour, depression, brain operation, acute sinusitis, pharyngitis, sneezing, tonsillectomy, septoplasty, cholecystectomy, vertigo and loop electrosurgical excision procedure. Type of test: hysterosalpingogram (hsg). Previously administered products included for an unreported indication: yaz. Concurrent conditions included postprandial pain, pericardial effusion, headache, numbness of upper extremities, neck pain, cervical disc degeneration, swollen glands, sore throat, facial pain, facial swelling, tinnitus, chest pain and migraine. In (B)(6) 2005, the patient had essure inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with alprazolam (xanax), amoxicillin sodium;clavulanate potassium (augmentin), desmopressin, diphenhydramine hydrochloride, escitalopram oxalate (lexapro), eszopiclone (lunesta), hydrocodone bitartrate;paracetamol (norco) and surgery (remove one or more of the essure coils.). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (b(6) 2005 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not provided.. Magnetic resonance imaging neck - on (B)(6) 2006: conclusion: minimal degenerative disk changes in the mid cervical spine without significant stenosis. Ultrasound abdomen - on (B)(6) 2006: conclusion: contracted gallbladder with internal echogenic foci most suspicious for cholelithiasis. No biliary ductal dilatation detected. Small pericardial effusion noted.; on (B)(6) 2007: conclusion: non-visualization of the gallbladder consistent with known cholecystectomy; small amount of pericardial effusion; otherwise unremarkable abdominal ultrasound.. Concerning the injuries reported in this case, the following one were described/confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 20-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (remove one or more of the essure coils.). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.